Manufacturer narrative:
The recipient's infection has reportedly not responded to antibiotics. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent surgery on (B)(6) 2022, to clean out the mastoid. The recipient's infection is still present. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
During the surgery on (B)(6) 2022, the granulation tissue was cleaned out and a PICC line was placed in the recipient's mouth for six weeks of IV antibiotics (ceftazidime continuous infusion). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced device extrusion prior to revision surgery. The recipient is presenting with a staph infection. The recipient was treated with cipro for the infection prior and post explant surgery. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. The recipient's device was explanted. The recipient is presenting with fluid retained in the ear canal. The recipient will be reimplanted once the infection has resolved.